Event description:
The customer alleged that there was oil mist coming from the sterrad nx unit during a cycle. The cycle completed. The customer reported that four employees experienced human reactions. The fourth of four employees experienced dust particles in the hose and his eyes felt heavy while in the room. The employee did not seek medical attention or require treatment. The employee's symptoms have resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Dust particles in the nose and heavy eyes. Oil mist: other: capital equipment, evaluated at customer site. The fse repaired the vacuum return tube. The unit conformed to the manufacturer's specifications. Results: vacuum return tube. Reference: 2084725-2008-00783, 2084725-2008-00784 and 2084725-2008-00785.